Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 425cc gel breast prosthesis developed an infection in her left breast within a week from implantation. In addition, fluid was building up, and there was itchiness around the nipple and a rash. A drain was place on the left side two days after implantation. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 425cc gel breast prosthesis on (B)(6) 2016.